Event description:
The manufacturer received information alleging a patient went into cardiac arrest because a connection part between a flex tube and tppv cannula had slightly lifted and no alarm occurred. The patient was hospitalized and the patient was in a state of hypoxic ischemic encephalopathy. The device was returned to the manufacturer for evaluation and it was confirmed there was no abnormality with the device. It was confirmed that alarms had not been set on the device by the user and did not alarm when the tppv cannula was lifting.